Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the jaws eventually able to be opened? If not, how was device removed? Did the device complete the firing sequence or lock out? Was there any change in the outcome or post-op care of patient?

Event description:
It was reported that during a donor nephrectomy the vascular stapler was fired and got stuck on an unknown vessel. It was not reported how the procedure was completed. There were no patient consequences reported.